Manufacturer narrative:
Describe event or problem: initially two (2) MDR reports were submitted, one for each of the two listed lot numbers (cb22527 & cb29569) for the event of loss of suction while laser firing. Additional information received indicated that one event was lack of suction prior to laser firing and one event was suction loss while laser firing. However, the customer could not verify which of the two listed lot numbers pertains to the event of suction loss while laser firing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician tried to dock the suction ring on the patient's eye, but did not succeed. The physician immediately replaced the suction ring with a new one and started the surgery. During the laser firing, suction declined. Therefore, the physician docked the same suction ring again and restarted the surgery. As a result, the surgery was completed successfully. There was no delay or patient injury reported. This MDR pertains to the pi, lot# cb29569. A separate MDR has already been submitted for the pi, lot# cb22527.